Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had replace battery alarm. Customer did receive a low battery alert prior to replace battery alarm. The alert was not less than 8 hours from low battery alert to replace battery alert no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.